Event description:
It was reported that the patient was no longer getting stimulation after receiving the end of service message. The patient underwent an ipg replacement procedure wherein a rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.